Manufacturer narrative:
Na.

Event description:
The patient presented to the hospital with strep. Epidermis. Three days into hospitalization, the patient felt discomfort in the pocket area. Infection was suspected. A temporary pacemaker was placed for lead extraction. During extraction, the lead broke and a fragment moved into the pulmonary artery. The patient developed pulseless electrical activity and cardiac ischemia with cardiac arrest. Despite resuscitation attempts, the patient deceased.